Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in an functional endoscopic sinus surgery (fess) surgical procedure, there was an unexpected registration exit. It was reported touch registration was being used. The site chose their points and as they were trying to collect their fourth point, the first three went back to blue and uncollected. It happened again a second time, after collecting all of their points and going back to collect red points. There was no impact on the patient outcome. There was a delay of less than an hour due to the reported issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.